Event description:
It was reported that pump experienced repeated malfunction alarms with malfunction code 12, with no notable events occurring before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use insulin injections as backup therapy, technical support arranged shipment of replacement pump with updated software.